Event description:
It was reported that during a total knee arthroplasty, the tip of the ortholock ex-pin 3x110 broke off during removal. The surgeon was unaware if the broken fragment was left in the patient's bone or in the surgical site, but felt it would cause more damage to search for it. The tibia bone was treated, and an x-ray was taken. No adverse consequences and no surgical delay were reported with this event. After several follow-up attempts were made, no additional information was provided regarding this event. Attempts are still being made to obtain more information.

Manufacturer narrative:
The user facility has elected not to return the ortholock ex-pin 3x110 to the manufacturing facility; therefore, no device evaluation will be performed. Device not returned.

Event description:
It was reported that during a total knee arthroplasty, the tip of the ortholock ex-pin 3x110 broke off during removal from the tibia. The surgeon was unaware if the broken fragment was left in the patient's bone or in the surgical site, but felt it would cause more damage to search for it. There was no treatment required for the tibia, and an x-ray was taken as a routine part of the procedure, with an expanded view. No adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Additional information was provided by the surgeon who performed the procedure associated with this reported event. It was clarified that no treatment was required to the tibia as a result of the event, and that the x-ray taken was a routine part of the procedure, not due to the event. Therefore, this new information does not constitute a serious injury as originally reported, and the report was updated to reflect solely the product problem.